Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. The packaging and labelling for this device were not returned for analysis. The device was received with the stent fully deployed from the delivery system. It is not known when deployment occurred. No damage was noted to the deployed stent. The length of unconstrained stent was measured using calibrated ruler which confirmed the length to be approximately 80mm. The documents state on the labelling for this device that the stent pre-implant size for this device is 70mm and post implant size is between 75mm and 84mm. A visual and tactile examination found the shaft of the device to be severely kinked at approximately 240mm distal of the main t-valve. This type of damage is consistent with excessive force being applied to the device.

Event description:
It was reported that labeling issue occurred. The nearly totally occluded target lesion was located in the non-tortuous and non-calcified inferior vena cava (ivc). A 24x70/11fr uni plus 75cm wallstent endoprosthesis was selected for use. During insertion, the physician noted that stent length appeared longer than 70 mm and mislabeled. The stent was longer than the package indicated. The device was removed and the procedure was completed with a shorter stent. There were no patient complications nor injuries reported.

Event description:
It was reported that labeling issue occurred. The nearly totally occluded target lesion was located in the non-tortuous and non-calcified inferior vena cava (ivc). A 24x70/11fr uni plus 75cm wallstent endoprosthesis was selected for use. During insertion, the physician noted that stent length appeared longer than 70 mm and mislabeled. The stent was longer than the package indicated. The device was removed and the procedure was completed with a shorter stent. There were no patient complications nor injuries reported.